Event description:
According to the reporter, approximately 6 days post-operatively, the device had a poor staple formation that lead to anastomosis leak. The patient had the first surgery lap right hemicolectomy on the (B)(6) without any incident. Approximately 6 days postoperatively a second surgery was required. The patient was in the ER due to a leak and to correct the ileocolic anastomosis. A midline incision had to be performed. The incision extended more then one inch. The hospital stay was extended at least one week. No updated patient status given.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the sulu noted no abnormalities. The unit fired properly with acceptable staple formation. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The staples were only in one side of the tissue. The hospital stay was extended 18 days. No updated patient status given.